Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro2 device shut down after spot cautery and then the harvester waited for 1 min to cool down, took a few small branches, then when he went to ligate the svg, the device shut down after 2-3s. He waited for 1 min then repeated, still the device shut down after 2-3s. He repeated this several times and finally ligated the svg with the reported device. The hospital did not report any pt effects. The product was discarded. The event date and lot number are unk.